Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, the threaded tip of the driving cap broke off into the insertion handle. The threaded fragment was removed from the insertion handle and the insertion handle was not damaged. The driving cap broke off when the nail was fully seated so there was no delay in the procedure. The procedure outcome and the patient's status are unknown. Concomitant device reported: unknown insertion handle (part# unknown, lot# unknown, quantity# 1). Unknown nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted: investigation flow: damage. Visual inspection: the driving cap/threaded (part # 03.010.523 & lot # l812337) was received at us cq. Upon visual inspection it was noticed that the threaded distal tip is broken off at the most proximal end. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. Due to the threaded distal tip was lodged in the insertion handle, the diameter of the groove proximal to the broken tip was measured. Document/specification review: during the investigation no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 & lot # l812337) as the threaded distal tip was broken off at the most proximal thread part. While no definitive root cause could be determined, it is possible the device encountered unintended forces when it was used. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.523. Lot: l812337. Manufacturing site: bettlach. Release to warehouse date: june 29, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.